Event description:
Potassium chloride was prescribed twice per day as treatment for hypokalemia. The lab testing revealed a jump in the potassium level, but the result came to the ehr without alert or warning, and the nurses continued to give the pt potassium anyway. The nurse did not know that the potassium level was high, a widespread problem of ehr associated automation, with results being deposited electronically and silently in the ehr silo. Though this pt did not die, others have from this type of defect.